Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that diminished r waves, high thresholds and no capture were noted on the right ventricular (rv) lead. The ra lead was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.